Manufacturer narrative:
The explanted devices will not be returned to bsn for eval, as they were discarded by the medical facility.

Event description:
A report was received that a pt's precision system was explanted due to infection. The pt was prescribed antibiotics and is reportedly doing well following the procedure.